Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010750 in question was manufactured at the osted site. Threshold analysis: a query was run on 14-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010750". The count of complaint is 0 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6010750 was manufactured according to work instruction (wi) appendix 1 batchcard for production of packaging room on 18-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Sterilization report no. (B)(4) was reviewed, and no deviations were identified. Clinical data from a phase 3 trial involving subcutaneous administration of foslevodopa-foscarbidopa (produodopa) indicate that patients' may experience side effects primarily at the infusion site. Reported events include erythema, pain, cellulitis, and oedema. In some cases, infusion site infections have been observed, with treatment involving oral antibiotics. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced the infusion site became red, swelling, painful and sore. There was also blood at the infusion site. The health practitioner advised the pateint to take bactrim for five days as a precaution for the reaction not to proceed to cellulitis. After 3-4 days finishing the antibiotic, the reactions are gone. The only thing left on the infusion site is a hard knot. No further information available.